Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg explant procedure for an unknown reason.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. Additional information was received that the device will not be returned. No further information has been obtained despite good faith efforts.